Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed a break, detached material, and compatibility issues (1069, 2907, 2919). Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150315rx pta balloon dilatation catheter allegedly experienced a break, detachment of the device or a device component, and device-device incompatibility. This information was received from one source. The malfunction involved one patient with no patient consequences. The patient was reportedly a (B)(6) old male weighing (B)(6) .